Manufacturer narrative:
The lead was returned with no reported complaint. A failure event was observed during analysis. As received, only the connector portion of the lead was returned in one piece. Final analysis found full breach outer insulation degradation located adjacent to the connector boot region. No further anomalies were found.

Event description:
This report is to advise of a failure event observed during analysis.